Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery under general anesthesia on (B)(6) 2016, in order to place a longer abutment due to skin overgrowth at the abutment site. The implanted device remains.